Manufacturer narrative:
The reported event of being unable to interrogate was confirmed. The reported event of premature discharge of battery was not confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found to be at a normal level. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that during a device clinic visit, the device was found to have premature battery depletion and was unable to communicate with the device. The patient had a slow heart rate. No intervention was made at this time, and no adverse events to the patient.

Event description:
New information indicates that the patient was brought to the lab for a device change-out. It was found in the clinic follow-up that the pacemaker battery was completely dead. The device was explanted and replaced. The patient was in stable condition with no adverse events.